Event description:
Pt was present for a follow-up examination and the surgeon noticed on x-ray that one of the screws had backed out of the cervical plate. At this time, a revision surgery is not scheduled.